Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Evaluation summary was removed. The evaluation summary is as follows: macroscopic and microscopic examination of the explanted device revealed outer patch layer delamination, which allowed tissue into the valve channel creating a partial deflation of the inner lumen.

Manufacturer narrative:
(B)(4).

Event description:
Deflation resulting in explantation.